Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint tube set was received and evaluated by r&d. The received device passed the air leak test successfully. No leak below fill chamber or on the luer-lock joint was observed. Therefore, the reported failure cannot be confirmed. A possible root cause might be that the luer-lock was not tighten properly, resulting in a leak in the pressure line inside the pump. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident as related the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed similar complaints for this lot released to distribution. One of the similar complaints did not come back for evaluation and was not confirmed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(4) that during rotator cuff repair, it was observed that the tank of the tube was filling up abnormally while the luer-stock was tight on the pressure sensor. The problem was resolved by changing the tube. There was a delay of less than 15 minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.